Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer administered a manual insulin injection and selected resume insulin on pump to continue delivery; no further assistance was needed.